Event description:
It was reported that stent damage occurred. A 38x3.0mm promus premier select drug eluting stent was selected for treatment. The 38x3.0mm promus premier select stent was advanced and was determined that the size of the stent was too long for the target lesion as the stent could not be placed within the lesion. The 38x3.0mm promus premier select was withdrawn and replaced with a shorter 38x3.0mm promus premier select to complete the procedure. Stent damage was observed on the struts of the stent post removal. No patient harm resulted in relation to this event.

Manufacturer narrative:
Initial reporter city: (B)(6).